Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage occlusion (laao). The patient's landing zone was measured 16mm x 21mm on intracardiac echocardiogram (ice), 19mm on fluoroscopy, and 16mm x 26.6mm by computed tomography (CT). Ice and fluoro were used during the procedure. The patient's left atrial pressure was above 12mmhg. Close criteria were met. A tug test was performed. The device was implanted with single deployment. Post-procedure, the patient presented with chest pain and shortness of breath in the recovery area. The patient then coded. Chest compressions were initiated. A brief transthoracic echocardiography was performed and showed the device migrated to the mitral valve and was obstructing blood flow. Cardiopulmonary resuscitation (CPR) continued; however, the patient's family opted not to pursue additional life-saving measures, including extracorporeal membrane oxygenation (ECMO) peripheral bypass support and percutaneous device retrieval. The patient passed away.

Event description:
It was reported on (B)(6) 2026 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer amulet delivery sheath for a left atrial appendage occlusion (laao). The patient's landing zone was measured 16mm x 21mm on intracardiac echocardiogram (ice), 19mm on fluoroscopy, and 16mm x 26.6mm by computed tomography (CT). Ice and fluoro were used during the procedure. The patient's left atrial pressure was above 12mmhg. Close criteria were met. A tug test was performed. The device was implanted with single deployment. Post-procedure, the patient presented with chest pain and shortness of breath in the recovery area. The patient then coded. Chest compressions were initiated. A brief transthoracic echocardiography was performed and showed the device migrated to the mitral valve and was obstructing blood flow. Cardiopulmonary resuscitation (CPR) continued;. However, the patient's family opted not to pursue additional life-saving measures, including extracorporeal membrane oxygenation (ECMO) peripheral bypass support and percutaneous device retrieval. The patient passed away.

Manufacturer narrative:
An event of a device embolization, angina, dyspnea, obstruction, cardiac arrest, and death were reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization could not be determined. The reported angina, dyspnea, obstruction, and cardiac arrest are possibly cascading effects from the event; however, this cannot be determined. The cause of death cannot be determined. An unexpected medical intervention was a result of case specific circumstances, as CPR was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.